Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8351653. Medical device expiration date: unknown. Device manufacture date: 2019-01-29. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 1.0ml 31ga 8mm 10bag has been found damaged during use. The following has been provided by the initial reporter: material no: 328506 batch no: 8351653, unknown. It was reported barrel broken, needles bent before injection, consumer stated that the issues occurred with different boxes, not sure which issue occurred with each box. Verbatim: spouse of consumer reported barrel broken, needles bent before injection, consumer stated that the issues occurred with different boxes, not sure which issue occurred with each box. Said her husband just made her aware that he was having issues. Samples were discarded but she was able to provide information from the current box. Product # is the same for each box. Lot # of current box 8351653. Product # 328506. No expiration date. Incident date unknown. Occurrence date unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8351653. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200794254, 200793769] noted that did not pertain to the complaint. H3 other text : see h.10

Event description:
It has been reported that the bd¿ syringe 1.0ml 31ga 8mm 10bag has been found damaged during use. The following has been provided by the initial reporter: material no: 328506 batch no: 8351653, unknown it was reported barrel broken, needles bent before injection, consumer stated that the issues occurred with different boxes, not sure which issue occurred with each box. Verbatim: spouse of consumer reported barrel broken, needles bent before injection, consumer stated that the issues occurred with different boxes, not sure which issue occurred with each box. Said her husband just made her aware that he was having issues. Samples were discarded but she was able to provide information from the current box. Product # is the same for each box. Lot # of current box 8351653 product # 328506 no expiration date incident date unknown occurrence date unknown